Event description:
Customer reported several no delivery alarms and a motor error alarm. The customer's blood glucose was 199 mg/dl. Troubleshooting advised the customer to change their infusion set and reservoir. The customer was advised to run a manual prime and the no delivery alarm did not occur. The customer also stated the motor error alarm had occurred during a prime. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. Insulin pump was unable to prime during prime test due to faulty force sensor motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.